Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the root cause of the oxygen blending module board failure was due to sensor (u29) being out of tolerance. Contamination was observed.